Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that customer had issues with sensors and transmitter. It was also mentioned that customer was hospitalized in the intensive care unit with blood glucose of over 1000 mg/dl. Product is not expected to return for failure analysis.